Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the tubing was found disconnected from the connector before use. It was not indicated whether the disconnected tubing was the IV tubing or pressure tubing. There were no patient complications reported.

Manufacturer narrative:
We received one single dpt kit with an IV set and pressure tubing for examination. The reported event of issue with tubing was confirmed. One of pressure tubing was found broken at solvent bond joint to the female connector, which was supposed to be connected to the dpt. Cross surfaces of the broken tube appeared partly smooth and partly rough. As it was determined that the tubing was broken and not separated this would not have been a reportable event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.